Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: lasso nav eco catheter, model and lot numbers unknown; smartablate pump, model and serial numbers unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered an esophageal fistula (requiring surgical intervention) and death. On (B)(6) 2016, the ablation procedure was performed. The patient was discharged (date unknown) per postoperative protocol. While recovering at home, the patient became ill and returned to the hospital more than 2 weeks post-procedure complaining of symptoms. The patient was diagnosed with an atrio-esophageal fistula. The mode of diagnosis is unknown. An update was received indicating that on (B)(6) 2016, the patient was reported to be in critical condition in the intensive care unit. On (B)(6) 2016, the patient passed away. There is no information available regarding an autopsy. The physician did not provide a causality opinion. Generator parameters at the time of injury: power control mode at 40 watts. No other generator parameters were reported. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the specific site of injury is unknown. Esophageal protection measures included the use of an esophageal temperature probe throughout the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered an esophageal fistula (requiring surgical intervention) and death. The device was evaluated and no errors were found. The device was found to be within specification. The device was subjected to preventative maintenance, safety and functional testing, and all tests passed. No malfunction was found on the device. The DHR review verifies that the device was manufactured in accordance with documented specifications and procedures.